Event description:
The physician removed and replaced the iol due to his observation of surface irregularities in the optic and the patient's complaints of discomfort. Relationship between the device and the adverse event is unknown at this time.